Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm, intervention or adverse event reported in the initial report. Additional information was requested but none was provided. The dialyzer was not returned for investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm, intervention or adverse event reported in the initial report. Additional information was requested but none was provided. The dialyzer was not returned for investigation. In a follow up, the reporter clarified that the biomedical technician stated that the blood leak was outside the dialyzer. There was no visible defect on the dialyzer. The leak was caused by a poor connecting between the blood line and dialyzer.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. A sample from the reported lot was returned and subjected to a laboratory bubble point test. No leaks, evidence of blood exposure, damage, or irregularities were identified on the returned sample. A review of the production record was performed. The production record review showed there was one approved temporary deviation notice in the production of this lot. It is unrelated to the reported complaint event. There was no indication of product non-acceptance or deviation in the manufacturing process related to the complaint event. This includes non-conformances, rework, labeling, process controls, and any other occurrence in production that was potentially related to the complaint. The reported lot number passed pyrogen testing, was within sterilization dosage parameters and passed all release criteria. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A supplies manager reported a dialyzer blood leak during a hemodialysis (hd) treatment. There was no harm, intervention or adverse event reported in the initial report. Additional information was requested but none was provided. The dialyzer was not returned for investigation. In a follow up, the reporter clarified that the biomedical technician stated that the blood leak was outside the dialyzer. There was no visible defect on the dialyzer. The leak was caused by a poor connecting between the blood line and dialyzer.